Event description:
It was reported that the device was used during an unknown procedure. There was a tear in the gasket. Another device was used to complete the case. There was no consequence to the patinet.